Manufacturer narrative:
Correction: section d - serial number; h4.

Event description:
A malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccurred.